Manufacturer narrative:
The device was not sent back to the service hub. Visual inspection and functional testing could not be performed. A review of the 12-month service history and device event log/alarm history did not indicate a similar event. The device event log/alarm history was not sent back to the service hub; therefore, a review of the event log/alarm history could not be performed. It is stated in the technical services manual, an alarm will go off and the pump will stop infusing if an air bubble above 0.1 ml, or 100 mcl, is detected in-line (distal sensor). If the bubble is less than 100 mcl in size/volume, then an alarm will not sound if an air bolus passes the distal sensor. Without a definite size measurement at the time of the event, this cannot be confirmed; therefore, no probable cause can be determined. According to system operating manual, to mitigate air-in-line, lines should be primed prior to administration.

Manufacturer narrative:
The device is not available for further evaluation.

Event description:
It was reported that, on an unknown date, the plum 360 did not alarm for air in the line. There was no report of harm. No additional information is available at this time.